Manufacturer narrative:
(B)(4). S/w ver. 6.5v. Retainer ring = unknown. On (B)(6) 2021 the customer reported a big crack in the reservoir compartment. Pump received with a missing retainer ring. Unable to perform displacement test due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: reservoir tube lip that is slightly pushed inwards, missing retainer ring, missing reservoir tube o-ring, cracked battery tube threads, cracked case on the battery tube side. In summary, the customer¿s report of a big crack in the reservoir compartment was confirmed during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump's reservoir compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.